Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic sleeve gastrectomy, while on gastric transection, the stapler and reload had an unknown issue. The surgeon oversew the entire staple line to resolve the issue. There was no patient injury.